Manufacturer narrative:
No product is being returned for eval; therefore, no determination could be made for the reported device failure.

Event description:
Three anchors broke during insertion. The malfunction report form states that the broken pieces were removed from the pt with the use of a grasper. The surgeon experienced a delay of 10-mins as a result. There was no pt injury reported.